Event description:
It was reported that the patient presented for in-clinic follow up with the implantable cardioverter defibrillator exhibiting post-paced t-wave over-sensing. Programming interventions were made. The patient was in stable condition.